Event description:
It was reported that when the physician attempted to deploy an 8f angio-seal sts device, the anchor did not properly catch on the tip of the insertion sheath and the device pulled out. There were no complications when the pre-insertion angiogram was performed. Manual pressure and the use of femostop were unsuccessful in achieving hemostasis. A large hematoma developed and a blood transfusion was required to resolve the event. The patient recovered and was sent home two days post procedure.